Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device would load but would not fire. It clamped onto stomach but could not initiate firing. New reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.